Manufacturer narrative:
A field svc engineer performed testing and investigation at the user facility. During testing, it was noted that the device touchscreen did not respond when pressed. This was due to a damaged touchscreen. The device has been identified as part of a prod recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen did not respond when pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen did not respond when pressed. Not add'l info was provided.